Manufacturer narrative:
The investigation was started but not yet concluded. The result will be forwarded in a follow-up report.

Event description:
It was reported that the primus went off during getting the patient out of anesthesia without alerting. The monitor went black and ventilation stopped. The power plug was unplugged and plugged in again, device remained without function. After some time, the device started again by itself. The operation was completed with breathing bag. No patient injury reported.

Event description:
It was reported that the primus went off during getting the patient out of anesthesia without alerting. The monitor went black and ventilation stopped. The power plug was unplugged and plugged in again, device remained without function. After some time, the device started again by itself. The operation was completed with breathing bag. No patient injury reported.

Manufacturer narrative:
For the investigation, the log file was analyzed and the provided power supply unit was examined. The examination of the power supply unit did not reveal any technical fault, but the log file analysis allowed the reported event to be traced. On the day of the reported event, the device properly reacted to an interruption in the mains voltage supply with the adequate alarm and switched over to battery operation. Subsequently, the unit was unable to maintain operation due to a faulty battery, which is alerted with a 30s power failure alarm. Due to the faulty battery the piston stopped in mid-motion when the when energy supply got completely lost. It is required to reference the piston position before automatic ventilation can continue, which is done in the self-test or when the device is switched on. The device therefore goes into the so-called safety mode when the mains voltage is restored in this error case. The user could continue and finish the therapy in manual mode. On site, the power supply unit as well as the batteries were replaced according to the manufacturer's specifications. The number of similiar cases due to the same root cause is within the expected range of the respective risk assessment and is therefore accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is assessed as acceptable.